Event description:
It was reported that the foot switch is broken on the 2500 system, such that when depressed the x-ray would stay on. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that the foot switch is broken and sticks in the down position causing x-ray to continue after release. Due to the age of the system, the foot switch is no longer available and was removed from service. Repair cannot be completed. Advised the customer. No add'l info provided.